Event description:
It was reported that the user dropped the ilet, resulting in a cracked screen and a nonresponsive touchscreen, consistent with a device mechanical damage event affecting the user interface/display component. Symptoms included no adverse clinical effects, and blood glucose was reportedly unaffected. Outcomes included the user reverting to a prior insulin pump and continued cgm use with the dexcom app or receiver, with no hospitalization or medical intervention required. Investigation included shipment of a replacement device, user guidance to shut down the damaged ilet to prevent further alerts, data sync via the mobile app prior to return, and collection of the damaged unit. Investigation of this device revealed physical impact damage to the display/touch interface with loss of touch functionality, consistent with external damage and not a device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user-induced mechanical damage from dropping the device.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.